Event description:
The customer reported that he received no delivery alerts. The customer stated that he pushed the plunger with a pen. The customer's blood glucose was 191 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.